Event description:
Surgeon hit the final impactor (2101-0130) with a mallet on the end where is it intended to be hit and the white plastic handle on it cracked and fell apart in his hands.

Manufacturer narrative:
An event regarding handle fracture involving a final cup impactor w/plastic was reported. Visual inspection confirmed the reported event. The handle fractured into three pieces about 2.5 inches below the strike plate. A device history review confirmed all devices were manufactured and accepted into finished goods with no reported discrepancies. A complaint history review confirmed one similar event for the reported lot. The returned device was identified to be part of the scope of CAPA. The investigation of previously reported events concluded that the root cause of the failure is related to press fit design and long-term effects of sterilization. The press fit design of the radel polymer handle to the stainless steel shaft is not dimensionally optimal in the knurled area. The heat from the autoclave process contributes to the degradation of the material properties of the radel handle. Corrective action was implemented in 2010. The change replaced the existing handle, internal handle shaft geometry, and strike plate subcomponents. The returned device was manufactured prior to the change implementation.